Event description:
The pt reported two burns, with blisters, appeared after recharging while sleeping. The burns were located two inches below the neurostimulator pocket and slightly rounded in shape. The pt stated the neurostimulator was fully charged when she woke up and no error message were displayed. The MFR requested the pt follow up with the hcp. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if add'l info is received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.